Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostic anomaly. The device was successfully reprogrammed which resumed normal device function. The patient was in stable condition.